Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was noted that the right ventricular (rv) lead exhibited intermittent capture. Additionally, it was also reported that the rv lead exhibited low pacing impedance measurements previously and was noted via merlin.net transmission. The rv lead was capped and replaced on (B)(6) 2023 during a scheduled lead revision procedure. The patient was in stable condition throughout.